Manufacturer narrative:
Isi has received the device involved with this complaint and completed the device evaluation. Failure analysis investigation was unable to reproduce the customer reported failure; however, the error was confirmed via system logs. The arm passed initialization, homing, pre-test, basic matlab tests, dance for axis-only, sine cycle and normal mode. Sensors test showed nothing unusual and all plots and readouts were well within specification. The axis-3 motor/encoder will be replaced as a precaution. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced a repeated non-recoverable error on the endoscopic camera manipulator (ecm) axis 3. The customer attempted to exercise the ecm to different positions and restart the system but the error persisted on every power up. The surgeon made the decision to convert to an open surgical procedure. No patient harm, adverse outcome or injury was reported. An intuitive surgical, inc. (Isi) technical field specialist (tfs) was dispatched to the facility and was able to reproduce the reported failure. The tfs replaced the ecm to resolve the issue. The ecm is the camera arm located on the patient side cart which provides the sterile interface for the 3d endoscope.